Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment that the touchscreen was out of calibration. The device passed all incoming functional tests. It was determined at analysis that the logo button is missing, the anti-slip layer was ripped off the radio frequency (rf) head. As a preventative measure the touchscreen connector was cleaned and re-seated. The stylus was calibrated, and the software was updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s touchscreen was out of calibration. The device was returned for analysis. There was no patient involvement.